Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 pump that did not alarm until it had allowed a lot of air to go through the line during infusion of zometa that was set up in the secondary line. The customer also reported that the pump alarmed once air passed through the line, but no air was infused through the patient. The status of the patient was stable and unchanged from previous. It was further reported that the issue was resolved by running the air through the end of the line and pulling it out of the line at the port closest to the patient. The infusion started on (B)(6) 2022 at 2pm and when it started, there was 100ml. Fluid in the bag. There was minimal medication/fluid left, which occurred just prior to the medication being flushed from the line. The rate was 400mls and volume to be infused (vtbi) was 100mls over 15 minutes. There was 2 inches of air noted below the pump chamber. Furthermore, the tubing set used with the pump was discarded but it has been confirmed that there were no notable issues with the tubing. There was no medical intervention required. There was patient involvement but the patient was not harmed. There was also delay in therapy, but it was not critical to the patient.

Manufacturer narrative:
Corrections found in the following fields: d9 - date returned to mfg to "12/27/2022." The device was received on 12/27/2022. The device passed self-test and visual inspection. The customer's compliant wasn't confirmed that the device has any issues with not alarming for air in line. Duplicated the protocol that the customer ran the pump at and the volume to be infused (vtbi) on the device and found no issues. Performed the pvt testing and device passed all tests. Probable cause is not found, no issues.